Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A 29 mm epic mitral valve was implanted on (B)(6) 2012. On (B)(6) 2016, a tear was noted in one of the three cusps and was treated with a 29 mm sapien valve-in-valve. The patient is reported to be recovering and has been discharged.